Event description:
Device returned for analysis with report of "pt has swelling at pump and catheter site-pt also had morphine overdose. Catheter out of intrathecal space. Follow up hcp revealed pt consulted with this hcp, though implant had been done by another hcp, hcp reported pt had been programmed in error-pt was sleepy and arrested at home. The pump turned up rather than down. When pt was seen, a swelling the size of a grapefruit was noted over the pump. When explored surgically a large quantity of pus was found in the pocket and the catheter was out of the intrathecal space. The system was removed. The pt is recovering. Culture and sensitivity were done but results were not available to reporter.